Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance a ventilator started up but the screen remained black. Ventilation started upon pressing the start button. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider returned a lcd display and an external backlight inverter printed circuit board. The service technician evaluated the display and the backlight inverter and verified the reported complaint. The display was installed in a test device, it passed the power on self-test (post) and the display screen remained black. A flashlight was used to verify images on the display screen. The display was disassembled, the backlight bulb was connected to a power supply and it did not light. The backlight bulb was blown. The inverter printed circuit board was installed in a test device, it passed the power on self-test (post) and the image was properly display on the screen.